Event description:
It was reported to boston scientific corporation that a leveen superslim electrode was used during a hepatic radiofrequency ablation (rfa) procedure. According to the complainant, the physician was unable to puncture the patient's liver with the needle. The device was removed and it was noted that the insulation had been scraped. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a leveen superslim electrode was used during a hepatic radiofrequency ablation (rfa) procedure. According to the complainant, the physician was unable to puncture the patient's liver with the needle. The device was removed and it was noted that the insulation had been scraped. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure. Additional information: it was confirmed that the leveen superslim electrode was used in conjunction with a needle guide. Per directions for use (dfu) supplied with this device: "if a needle guide is used, such as with the leveen superslim needle electrode, note that needle guides may have sharp edges that can cause damage to or removal of portions of the insulation on the electrode."